Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred june 2021.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the patient was experiencing frequent ipg charging. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted device was not returned.